Event description:
It was reported that during a mitral valve repair procedure, the right side of the balloon inflated significantly more than the left side. The balloon occluded the aorta and all three arch vessels. The surgeon then deflated the balloon and repositioned it with the same result. This was done four times with the same result. The pt had a short ascending aorta that measured 2.8cm in diameter. Up to 37 mls of fluid were used to inflate the balloon. There was no calcification present in the aorta. The surgeon then increased the size of the thoracotomy and crossclamped the aorta to complete the case successfully.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.